Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on date of report, upon removal of sensor 3 days after the date of insertion, the sensor wire was not visible. The patient reported no discomfort and required no medical intervention. The patient reported doing well at the time of the report.